Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors unrelated to the manufacture or design of the device that contributed to the reported event and is outlined in the IFU states, ¿remove protective sheath prior to insertion into the nasal chamber.¿ correction in: user facility has to be marked; company representative should not be marked. Usage of device: initial use of device. Additional information in, international zip code: (B)(4).

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during procedure, the blue sheath of rapid rhino was not removed prior to insertion, producing septal abrasion and exacerbation of epistaxis in the patient. It is unknown the quantity of blood the patient have lost. The patient outcome is unknown.